Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that perforation occurred and the patient was hospitalized for observation. A v-18 control wire was selected for use in a cardiomems sensor implantation. During the procedure, the distal peroneal artery (pa) was perforated by the guidewire. The implant was successful after the perforation and the sensor was working correctly. It was noted that the delay caused by the perforation was clinically significant. The patient was admitted to the hospital for observation but was stable and actively taking readings.